Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had very hard time reading the screen and cannot verify pump serial number. Customer stated that they were very volatile and his blood glucose can go high and low a lot and current blood glucose was 115 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.